Event description:
The initial report received by the MFR indicated the intraocular lens was removed and replaced due to the dr's observation of a silicone oil film/deposit on the implanted iol, a product not used during the manufacture or packaging of the iol. On 12/15/0 the lens was received by the MFR and sent to an independent lab for analysis. The lab analysis report received on 01/05/04 identified the deposit as a parafinic wax. Paraffin wax may have been utilized during the manufacturing process and may have contributed to this adverse event.